Event description:
User facility reported that the device was in use with pt during a procedure and the device gave an "over temperature" alarm and stopped heating. The device could not be re-started. Upon removal of attached warming blanket from pt after the procedure, the user facility noted redness of the skin and later noted slight blistering. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.